Manufacturer narrative:
(B)(4) . No button error alarms noted on the insulin pump. No button response due to corroded keypad traces. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons are not responding. Blood glucose value is 248 mg/dl. Nothing further reported.